Event description:
It was reported by the customer that the device would charge, but it would only discharge intermittently. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control recommended the customer to replace the transfer relay and recalibrate the device to restore proper operation. Physio provided the customer with replacement part number and repair info. The customer later confirmed that the device has been working properly and is back in svc. The replaced transfer relay will not be returned to physio-control for eval.